Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. During a pulsed field ablation procedure to treat atrial fibrillation, after inserting the faradrive steerable sheath and withdrawing the dilator and attempting to withdraw the air from the sheath, the physician noticed that the air was still coming from the valve. Subsequently, the sheath was replaced with a new sheath. The procedure was completed and there were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress).

Event description:
It was reported that visible air bubbles were observed. During a pulsed field ablation procedure to treat atrial fibrillation, after inserting the faradrive steerable sheath and withdrawing the dilator and attempting to withdraw the air from the sheath, the physician noticed that the air was still coming from the valve. Subsequently, the sheath was replaced with a new sheath. The procedure was completed and there were no patient complications. The device was received for analysis.